Manufacturer narrative:
.

Event description:
It was reported that during a tonsillectomy procedure using a coblator ii controller, the surgeon alleged that the coagulation function was not working properly, leading to post-operative bleeding. No additional details were provided regarding any additional treatment administered, however no further patient complications have been reported.

Manufacturer narrative:
The complaint could not be verified and a root cause could not be determined in association with the subject controller as the unit functioned as intended during testing. It is possible there was an issue with one or more of the associated concomitant devices that may have had an impact on this complaint; however, the concomitant devices associated with this complaint event were not returned for evaluation. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: overuse of the concomitant wand, insufficient saline flow to the surgical site. Surgical technique. The patient's compliance to post op instructions. The types of food consumed, certain medicines and/or bleeding disorders, cauterization of blood vessels will form a blood clot, however; if the clot falls off, this allows the blood vessels to start bleeding again. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.